Event description:
62 year old male with history of nonischemic cardiomyopathy presented with acute on chronic decompensated heart failure. On 10/3 implant of impella 5.5 via right axillary artery was performed. At the time of implant the device was noted to be rotated towards mitral valve without consequence. Patient well supported hemodynamically. 11/15 underwent transplant with explant of impella 5.5 without incident.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d4. Upon review, the primary UDI number has been updated.

Manufacturer narrative:
Device in wrong position: the cause of the device in wrong position was not determined due to insufficient clinical details.